Manufacturer narrative:
Title: the comparisons of three stapler placement methods for intrathoracic mechanistic circular stapling in ivor lewis minimally invasive esophagectomy source: j gastrointest oncol 2021;12(5):1973-1984 / https://dx.doi.org/10.21037/jgo-21-322. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent ivor lewis minimally invasive esophagectomy using three different stapling techniques between january 2012 and december 2019. The patients were divided into three groups: the reversal penetrating technique group, the transoral oral anvil technique group, and the purse-string technique group. A circular were used in all three groups. An oral anvil device was used only in the oral anvil group. There were 316 patients in the study and complications included anastomotic leak (six patients had major leakage) and anastomotic stricture. All patients with postoperative complications underwent endoscopic evaluation. Conversion to open procedure due to the anastomoses were reported.